Manufacturer narrative:
(B)(4) - prosthesis vegetation. Evaluation methods: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject serial number was traced to its sterility lot; the complaint database indicates no other related reports of endocarditis/infection received on any devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 5 months due to a prosthetic aortic endocarditis. Patient also had another aortic device explanted on (B)(6) 2011 for the same reason; please reference serial number (B)(4). Operative report indicates," the patient was found to have extensive vegetations on the ventricular surface of his prosthesis, the largest being approximately 2 cm." The healthcare provider indicates no device malfunction related to this event.